Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 has a bad lcd. No patient adverse events reported.

Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Upon visual inspection the float switch was noted to be triggering the alarm. The lcd and pcb were both observed to be damaged. Cracks were found to the enclosure, water tank, covers, and front cover. The tank was filled with water, the temp check was attached, line cord was plugged in, and the unit was turned on; confirming the complaint of the bad lcd. The root cause was found due to a faulty pcb.